Event description:
It was reported that, during a replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) was programmed into electrocautery protection mode with the left ventricular (lv) lead output increased and set to bipolar configuration. However, when the right ventricular (rv) lead was removed, the lv lead did not pace. The physician successfully implanted the new device, but the field representative questioned why pacing inhibition occurred. Technical services (ts) was consulted and explained that, in electrocautery protection mode, the device is programmed to deliver biventricular asynchronous pacing; therefore, the removal of the rv lead should not have affected lv pacing. Ts suggested the device may have been in a different configuration at the time, but the field representative indicated it was not. No adverse patient effects were reported.